Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 3 years, 14 days due to unknown reason. The explanted valve was replaced with a 27mm 11500a aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 23mm 11500a aortic valve was explanted after an implant duration of 3 years, 14 days due to patient-prosthesis mismatch causing severe aortic stenosis. The patient presented with shortness of breath on exertion. The explanted valve was replaced with a 27mm 11500a aortic valve. The patient was in recovery post procedure and transferred to the cicu for further observation. Per medical records, the patient presented with progressive shortness of breath on exertion. Cardiac workup revealed severe bioprosthetic av stenosis and moderate native mv regurgitation. The bioprosthetic av was believed to be small for the patient causing patient-prosthesis mismatch. The patient underwent aortic annular enlargement using pericardial patch, redo avr utilizing a 27mm 11500a inspiris resilia aortic valve, and mvr utilizing a 33mm 11400m mitris resilia mitral valve. Post implant tee showed well seated valves, however, the patient was unable to be weaned from cpb due to significant lv hypokinesia. Left atriotomy incision was opened and mitral valve was inspected and showed normally function on all 3 leaflets. The decision was made to place the patient on ECMO. Postoperatively, the patient was transferred to the ICU for further observation.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), ppm after an implant duration of 3 years is mostly related to patient factors, and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error.

Manufacturer narrative:
No details regarding what issue warranted the intervention, or what comorbidities the patient has, were provided. Based on the information available, a definitive root cause cannot be conclusively determined. Although the product was not returned and there is an allegation (per the implant data card, there was a deficiency of the device), there is no information available to suggest the allegation is related to a manufacturing non-conformance or a product failure with regard to design, reliability, or use error. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. D8 - "no" field should have been selected on initial FDA report.